Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, during cuff check, when the air was injected, abnormality was felt and the resistance was experienced. The customer also reported that the cuff could not deflate. It was indicated that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.